Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed back pain from the device's weight. The patient had a history of back pain. The patient's physician prescribed the patient hydrocodone for the pain. There is no indication of a device malfunction related to the irritation. The patient's medical outcome is unknown at this time.